Manufacturer narrative:
(B)(4). Foreign event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number a818ad2504 were manufactured on 23 august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner aseptic packaging is opened on the corner, before the surgery.

Manufacturer narrative:
(B)(4) g3 - report source, foreign - event occurred in china. Pictures pf the product has been received but the inner cement pouch seems to be intact. The reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that 6 265 products refobacin bone cement r 1x40g, reference 3003940001, lot number a818ad2504 were manufactured on 23 august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 2 similar complaints have been recorded for refobacin bone cement r 1x40g, batch a818ad2504 within one year. With the available information, the exact root cause of the event could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was opened on the corner. This happened during a surgery. No adverse events have been reported as a result of the malfunction.